Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts discussed stored and the device programmed settings. This device remains in service. No additional adverse patient effects were reported.